Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had low voltage alarms on (B)(6) 2022 while connected to the mobile power unit (mpu). The mpu was connected to wall power at the time. The log files displayed transient power cable disconnect and low power hazard alarms on (B)(6) 2022 at 8:29 pm while tethered to the mpu with a v-lock connector. There were no other unusual events. The patients mpu was exchanged and there were no further alarms.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a low power hazard alarm was confirmed with the submitted log file. The log file captured a low power hazard alarm event on (B)(6). The alarm event appears to be related to a loss of power from the mobile power unit. Power was restored within three seconds and all alarms cleared. It was noted the log file was retrieved from system controller (serial # (B)(6)). All available information for conducting this investigation was collected and no additional follow-up attempts will be performed. To date, the mobile power unit (serial # (B)(6)) associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if additional pertinent information is received. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Mobile power unit (serial # (B)(6)) was shipped to the customer on 04feb2019. It was noted the unit was shipped with an ac power cord with the v-lock feature. Heartmate ii lvas IFU rev. C (section 7), heartmate ii patient handbook doc # 10006963 rev. B (section 5), under alarms and troubleshooting, describes all alarms (visual and audible) and what action should be performed when they do occur. Heartmate ii lvas IFU rev. C, heartmate ii patient handbook rev. B, both of which cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.